Event description:
Event description boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) reported that 'something was sticking out of the top of the device and it was twisted'. A boston scientific technical services (ts) consultant discussed contacting her physician right away regarding the change in status of the implant.